Manufacturer narrative:
(B)(4).

Event description:
New information received notes that high capture threshold was observed. The lead was explanted and replaced. The procedure went fine and the patient was fine post operation.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead remains implanted.